Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) and a consumer regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was noted as intractable spasticity. On (B)(6) 2015 a consumer reported that although the system was working great, the patient¿s device was removed in (B)(6) 2014 because the pump was too big and heavy. The patient¿s skin was too thin to hold the pump and the pump was ¿projecting¿ out of the skin. The hcp later reported that the patient first started experiencing the pump projecting out of their skin (B)(6) 2015 and the spinal catheter was removed (B)(6) 2015.